Event description:
It was reported that the device alarm sounded due to high right ventricular (rv) lead impedance. There was an elevated short interval counts (sic). It was noted during provocation maneuvers there was noise observed on the right atrial (ra) lead. A lead revision is planned. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 693565, lead implanted: (B)(6) 2011. (B)(4).